Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement surgery and was doing well post operatively. Tw 10830937 sc-2317-50 serial 5092381 infinion cx lead kit 50cm the analysis on the returned lead confirmed high impedance. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. Tw 11066760 sc-2317-50 serial (B)(4) infinion cx lead kit 50cm the analysis on the returned lead confirmed high impedance. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that the patients leads displayed high impedances. The physician suspects lead fracture. The patient is scheduled for a lead replacement procedure and the physician plans on replacing both of the leads.

Manufacturer narrative:
Additional suspect device: tw 11066760, model sc 2317 50, serial (B)(4), infinion cx lead.

Event description:
A report was received that the patient's leads displayed high impedances. The physician suspects lead fracture. The patient is scheduled for a lead replacement procedure and the physician plans on replacing both of the leads.